Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited unacceptable thresholds, noise and loss of sensing. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition post surgery.